Event description:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Events occurred between july 1 ¿ september 30 2025. This report summarizes 2 events for the failure: increase in pressure. - 1 event had problem identified during non-clinical procedure; there was no patient involvement. - 1 event had problem identified before clinical use/exposure; there was no patient involvement.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. Reported events 2 events were reported for this quarter. Product return status 2 devices were received. Evaluation findings (results/components) 1 device: electrical/electronic component problem identified / tube 1 device: no device problem found / part/component/sub-assembly term not applicable product disposition 2 devices: serviced and returned to customer. Additional information 2 devices were not labeled for single-use. 2 devices were not reprocessed or reused.

Manufacturer narrative:
This record is a consolidation of records summarized as a part of the FDA voluntary malfunction summary reporting program. MFR report # 3015967359-2026-99376. On 2/24/2026 stryker instruments discontinued the practice of filing mdrs for complaints related to decrease in pressure for devices registered under kcy product code in according to FDA's "final guidance on medical device reporting for manufacturers" section 2.15. This malfunction has not caused or contributed to any serious injuries or deaths in at least two years. No new mdrs will be filed for this malfunction.

Event description:
No change.